Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a mitral valve was explanted after unknown implant duration due to high gradient and pannus host tissue. A non-ew mechanical valve was implanted in replacement. As reported, "there looked to be pannus formation on two of the leaflets causing the leaflets to not work at full capacity and cause a central jet." The surgeon did not allege malfunction of the valve and chose this valve over mechanical valve for the initial implant due to the fact that the patient previously had a mechanical valve, but did not do well with coumadin.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated minimal calcification on leaflets 1 and 2, heavy calcification on leaflet 3, and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the inflow aspect and 8mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 5mm near commissure 1 on outflow aspect. Per the product evaluation, the customer report of host tissue was confirmed. The report of high gradient was visually confirmed due to stenosis. Calcification and host tissue restricted leaflet mobility and led to stenosis. Based on the available information, the root cause of the calcification and host tissue remains indeterminable but was likely impacted by patient related factors.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. A supplemental report submitted to include additional information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received additional information through follow up with the healthcare provider that the 27mm mitral valve was explanted after an implant duration of 2 years, 8 months due to high gradient, pannus, and stenosis. A non-ew mechanical valve was implanted in replacement. As reported, "there looked to be pannus formation on two of the leaflets causing the leaflets to roll back and not work at full capacity causing a central jet." The surgeon did not allege malfunction of the valve and chose this valve over mechanical valve for the initial implant due to the fact that the patient previously had a mechanical valve, but did not do well with coumadin. The patient was discharged in good condition on post-operative day 10.